Event description:
Customer reported that the teeth will not align when an attempt is made to secure the enclosure shut. Customer did not provide a date when this was discovered. No pt incident or injury was reported.

Manufacturer narrative:
Product was requested to be returned for evaluation. Note: instruction for use state: test that all zippers open easily and close securely along the entire length of the zipper. Inspect the zipper coils for any kinks or misalignment. If any are identified, zip and unzip the zipper. If condition continues, do not use the product. Do not use the posey bed if zippers have open gaps and does not close securely along the entire length. (B)(4).